Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Recall: z-0956-2020. (B)(4). S/w 3.18e. Device received with a depleted duracell alkaline battery installed. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08715 inches. Device had a corroded battery tube, scratched case, pillowing keypad overlay and a cracked retainer. Data analysis: (date of customer passing: 8/4/18) 07/29/2018 dailytotalofallinsulindelivered = 194.15. 07/30/2018 dailytotalofallinsulindelivered = 159.425. 07/31/2018 dailytotalofallinsulindelivered = 38.475. 08/01/2018 dailytotalofallinsulindelivered = 73.725. 08/02/2018 dailytotalofallinsulindelivered = 55.175. 08/03/2018 dailytotalofallinsulindelivered = 0. 08/04/2018 dailytotalofallinsulindelivered = 0.

Event description:
The customer's wife reported via phone call that the customer had passed away on (B)(6)2018. The cause of the death was heart attack and gastrointestinal bleed. The insulin pump was worn at the time of passing. The insulin pump was returned for analysis.